Event description:
Received saline breast implants under the muscle in 2008. Throughout 2008 and ongoing, had pain and discomfort and tightening of the chest area and in the chest wall. Was told this was normal and would go away by my surgeon, but it never went away. In 2012, began having strange symptoms varying from thyroid type symptoms, fibromyalgia type symptoms, new food and seasonal allergies and various other problems with my vision and metabolism. Was tested by various specialists and doctors but never fully fit into any one particular category but symptoms mimicked thyroid issues, blood sugar issues and extreme stomach sensitivities and extremely sensitive to certain food and environments, fibromyalgia and other connective tissue disorders. After seeing many doctors with no diagnosis or fix, I decided to treat the symptoms and leave it at that. In 2014, I began having vision issues, up to the point of being unable to work, again, saw many, many specialists with no real diagnosis or answers and revisited for some of the other ailments I had and was told again that may be connective tissue disease, may be allergy related, may be thyroid issues and on went the list of specialists I saw. In late 2014, I came across a web search where other women discussed breast implant illness. Some women had autoimmune type responses to their implants, even saline I had many of the same issues and contacted a specialist in breast implant toxicity. She recommended an ultra sound, which showed possible debris and leakage. I went for explant surgery right away and found out they were in fact faulty valves and had leaked debris into my capsule, causing capsular contracture on both sides and also a possible foreign substance, she thought mold, I was devastated and began a rigorous course of antibiotics, antifungals and some other meds. Within a month from removal, I felt 90 times better. It is still a slow recovery and I will always likely be sensitive to mold and other contaminants and I continue to work with the doctor on how to treat and how to recover. I was never told about possible contamination from leaking saline implants, I was told saline was safe, over and over and over-how saline just absorbs back into your body safely if they were ever to rupture.